Event description:
Caller reported that the battery charge increased by 10% in a short period. There was no unexpected shutdown, and no adverse impact to the customer's blood glucose level was reported. Technical support educated the caller on battery best practices and advised monitoring the system and calling back if the issue persists.